Manufacturer narrative:
Manufacturer narrative: the serious event of implant site swelling and the non-serious event of purulence were considered expected and possibly related to the treatment. Serious criteria included hospitalization and the need for medical intervention to prevent permanent harm including antibiotics and several daily drainage procedures to remove purulent material. Potential etiologies include postprocedural inflammation and infection despite negative cultures. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Pharmacovigilance comment: the serious event of implant site swelling and the non-serious event of purulence were considered expected and possibly related to the treatment. Serious criteria included hospitalization and the need for medical intervention to prevent permanent harm including antibiotics and several daily drainage procedures to remove purulent material. Potential etiologies include postprocedural inflammation and infection despite negative cultures. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-jul-2019 by a physician, which refers to a adult male patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In the end of (B)(6) 2019, the patient received treatment with 2 ml restylane to tear troughs and cheeks with cannula (unknown lot number and injection technique). Within 1 week, in 2019, the patient experienced severe swelling to left cheek and eye (implant site swelling) and was hospitalized. All bacterial cultures were negative and c-reactive protein (crp) was negative. The physician told it was difficult to know exactly what patient had, dna examination with bacteria, bio film and tissue biopsy did not provide any evidence. Since the hospitalization, the patient received corrective treatment for the adverse event, which included different antibiotics [antibiotics] for 4 weeks with slow recovery. The patient was drained on pus(purulence) almost daily for 2 weeks but it started to get better now. The treatment was ongoing. Outcome at the time of the report: severe swelling to left cheek and eye was recovering/resolving. Pus was recovering/resolving.

Manufacturer narrative:
Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Pharmacovigilance comment: the serious event of implant site swelling and the non-serious event of purulence were considered expected and possibly related to the treatment. Serious criteria included hospitalization and the need for medical intervention to prevent permanent harm including antibiotics and several daily drainage procedures to remove purulent material. Potential etiologies include postprocedural inflammation and infection despite negative cultures. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-jul-2019 by a physician, which refers to a adult male patient of unknown age. Additional follow up information was received on 07-aug-2019 from an other healthcare professional. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In the end of (B)(6) 2019, the patient received treatment with 2 ml restylane lidocaine (lot 16707-1) to tear troughs and cheeks with cannula (unknown lot number and injection technique). Within 1 week, in 2019, the patient experienced severe swelling to left cheek and eye (implant site swelling) and was hospitalized. All bacterial cultures were negative and c-reactive protein (crp) was negative. The physician told it was difficult to know exactly what patient had, dna examination with bacteria, bio film and tissue biopsy did not provide any evidence. Since the hospitalization, the patient received corrective treatment for the adverse event, which included different antibiotics [antibiotics] for 4 weeks with slow recovery. The patient was drained on pus(purulence) almost daily for 2 weeks but it started to get better now. The treatment was ongoing. Outcome at the time of the report: severe swelling to left cheek and eye was recovering/resolving. Pus was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on 07-aug-2019: second reporter details, suspect device name, lot number and expiry date were updated.